Event description:
The pt's nurse called to report that she used the suspect device to test pt blood glucose and a result of 320mg/dl was obtained on event date. She then telephoned the pt's medical doctor and extra insulin was ordered for treatment. The pt then had a low blood glucose reaction and was hospitalized and treated for the low blood glucose. Seven days after event date, the suspect device was again used and a result of 300mg/dl was obtained. A lab test was then run as a comparison and the reference value was 75mg/dl. A low level glucose control solution was used twice and both times the result was out of range. The device was authorized for return to the MFR for eval.